Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 407 (mg/dl) for 2 days. Customer administered correction bolus to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Customer changed their infusion site and administered another correction bolus, and reported that their bg levels were gradually decreasing to target.